Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump was unable to prime. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported due to the allegation of a prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed multiple no cartridge detected warnings and loss of prime warnings with low non zero and zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the load step malfunction and loss of prime issues were not duplicated. The force calibration testing passed. The pump was opened to find the force sensor pin was cracked. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.